Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device had bolus pins were plugged in incorrectly and damaged plastic housing, downstream diaphragm cracked" was confirmed through functional testing. The probable cause was faulty remote dose connector (rdc) and broken downstream occlusion (dso) seal. The rcc and dso seal were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device had bolus pins were plugged in incorrectly and damaged plastic housing, downstream diaphragm cracked¿; during device evaluation it was found the downstream occlusion seal was broken. The event occurred during start-up.